Event description:
Procedure: tapp. According to the reporter: four to five weeks postoperative, a subileus re-laparoscopy was necessary because the peritoneal seam became loosened. After laparoscopical excision new complications. There was no extension in operating room time, no blood loss, no extension of the incision, and no loss or damage of tissue.

Manufacturer narrative:
(B)(4)